Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a cracked display window corner, a broken belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 311 mg/dl. Customer stated his blood glucose is high because, he just started steroids. He stated he has to wiggle the act and esc buttons to get them to work. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.